Event description:
Stopcock connected to umbilical artery line was leaking. Blood backed up in line and leaked onto bed. Connection checked and found to be tight but still leaking. Baby lost approximately 5 ml of blood, which is significant in a premie. Baby receiving tpn and lipids.